Manufacturer narrative:
The device did not behave as expected by the customer. To resolve the issue, the customer was provided with a replacement speaker. The absence of further calls supports that the reported problem was resolved. The device remains at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer reported that at startup of the device, it displayed an error message "audio failure, loudspeaker defect". The device does not emit any sound. It is unknown if the device was in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that at startup of the device, it displayed an error message "audio failure, loudspeaker defect". The device does not emit any sound. It is unknown if the device was in use on a patient at the time of the event. There was no report of patient or user harm.